Event description:
The customer reported that the battery will no longer power a unit, but displays the charge information for the battery as fully charged when it is not which could cause an unexpected shutdown. There was no report of any pt involvement.